Event description:
Covidien received info stating that due to a malfunction of an 840 ventilator the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The customer reported to have replaced the o2 sensor. Covidien was not authorized to evaluate the device.